Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc#4546788

Event description:
It was reported by the patient on maude event report # mw5069740 that the physician performed a novasure endometrial ablation sometime in the year (B)(6) 2012 (exact date unknown). On (B)(6) 2012, the patient started to have constant pain and four months later had a hysterectomy. No other information was provided.